Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did the reported issue contribute to any patient adverse consequences? - could you kindly provide the product code and lot number, please? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2025 and suture was used. During the procedure, due to mixed hemorrhoids, the doctor used suture to ligate the patient, the suture was broken. It was stopped and replaced in a timely manner, and the ligation was successfully performed. The surgery continued. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d1, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information received: according to feedback of the sales rep on 30-july-2025 via phone, product code should be sa86g. Lot number should be tk5af. Corrected data: product code updated. D1, d4 full UDI.